Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The upstream occlusion was verified. The cause was determined to be the ultrasonic sensor fluid readings were found to be out of specification. Internal inspection found the ultrasonic sensor flex traces to be cracked. The upstream sensor was replaced to correct this condition. . Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an air-in-line. Service evaluation verified air-in-line. The cause was identified to be the ultrasonic sensor flex traces to be cracked. The upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. There was no patient involvement. No additional information is available.